Manufacturer narrative:
The customer is planning to send the input box in for repair, but nihon kohden has not yet received the unit. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer reported that their nibp readings were higher than expected on the input box.

Event description:
The biomedical engineer reported that their nibp readings were higher than expected on the input box.

Manufacturer narrative:
Details of the complaint on (B)(6) 2018, bme (B)(6) at (B)(6) birmingham reported the input box (ay-651p-qm sn: (B)(6) had intermittent high bp readings. The unit was used in conjunction with the bsm (mu-631ra sn: (B)(6). Service requested repair. Service performed the unit ay-651p/sn: (B)(6) was cleaned and evaluated. The problem, "this unit is giving inaccurate readings" was confirmed. The malfunctioning parts were replaced. The unit was tested per the operator's/service manual. The unit completed 24 hours of extended testing and operates to manufacturer's specification. Part replaced: sg-671p nibp pump harness, ay-6xxx. Investigation result the bsm warranty began 05/29/2016. Issue was reported after 2 years at customer facility. Per nkc DHR, the unit has had no history of ncmr, deviation, or CAPA during manufacturing of the device. The device has not been refurbished and there were no discrepancies or unusual findings before device release that might relate to the reported issue. Review of device sap history at nka found no previously reported issues with the unit. The input box is used in conjunction with the bsm-6000 series bedside monitor. Per bsm-6000 series service manual, if periodic inspection is not performed, degradation or loss of function may go unnoticed and lead to misdiagnosis. It is recommended periodic inspection be performed at least once every year. Customer's maintenance information for this unit is not available. There is no record of nka servicing performed on the unit. Unit was removed from service and returned to nka. Evaluation confirmed the reported issue of inaccurate readings. Review of tickets opened at customer facility found no other issues reported for nibp. Similar tickets review using the following keywords found related issues of incorrect nibp. "Inaccurate reading(s)" (1) 32154/300128950 reported 06/21/2018 for ay-633p sn: (B)(6); age of unit: 3.5 years. Nka evaluation confirmed inaccurate readings. Issue resolved upon replacement of sg-673p. (2) 38509/300138021 reported 09/05/18 for cu-192ra sn: (B)(6). Customer was using non nk cuffs. Additionally, staff were found to be using wrong size cuff and wrong cuff location. No product deficiency suspected. "Incorrect reading(s)" no related tickets found "high reading(s)" no related tickets found "bad reading(s)" no related tickets found unit has no prior history of nibp issues. Issue resolved upon replacing the nibp pump harness #sg-671p and the unit was tested to operate within specifications. Repaired unit was returned to the customer on (B)(6) 2018 and there were no further issues reported. The root cause of the sg-673p failure could not be determined from the information available, however, no adverse trend was found and this issue is not suspected to be caused by deficient design. Additional information: b4. Date of this report. D10. Device available for evaluation? D11. Concomitant medical products: f6. Date user facility/importer became aware of the event. F7. Type of report. F11. Date report sent to FDA. F13. Date report sent to manufacturer. G4. Date received by manufacturer. G7. Type of report. H2. If follow-up, what type? Additional information. Correction. Device evaluation. H3. Device evaluated by manufacturer? H6. Event problem and evaluation codes. H10. Additional manufacturer narrative. D11. Concomitant medical products: the ay-653p/sn: (B)(6) was used in conjunction with the bedside monitor. Model: ay-651p. Serial#: (B)(6). UDI#: (B)(4). D8. Is this a single-use device that was reprocessed and reused on a patient? No. D10. Input unit used in this incident was returned on: (B)(6) 2018. D11. The ay unit was used in conjunction with the bedside monitor. F9. Approximate age of device for ay unit: 33 months. H4. Device manufacturer for ay unit: 11/04/2015. H5. Labeled for single use? No. H8. Usuage of device: reuse.